Event description:
It was reported that package labels were missing with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 400 separate occasions prior to use. The following information was provided by the initial reporter, translated from spanish to english: (B)(4) units of insyte autoguard origin USA arrive without labels with important information for sale, bent labels, damaged labels, boxes with holes in the tips of the boxes.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the photographs. Bd received 10 photographs for evaluation. Based on the evaluation of the submitted photos the reported issues were confirmed. There were two shippers with missing labels, damage was observed to the shippers and labels were falling off. The defect of the ¿label content missing¿ was manufacturing related. Shipper labels are applied automatically during the boxing process and if the scanner does not detect a barcode, an alarm sounds requiring an operator to correct any issues. In this case the operator failed to correct the labeling. The packaging being defective was confirmed, however, a definite root cause could not be identified. It cannot be conclusively determined whether the damage occurred during manufacturing or in transit. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that package labels were missing with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 400 separate occasions prior to use. The following information was provided by the initial reporter: 400 units of insyte autoguard origin USA arrive without labels with important information for sale, bent labels, damaged labels, boxes with holes in the tips of the boxes.